Manufacturer narrative:
Date of procedure estimated. The original tweet captured is being filed under a separate medwatch report number. Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
A (B)(6) was read that was seeking responses to the following question: "has anyone ever come across this before? The hydrophilic portion of the proglide device separated from the main body, inside the femoral artery". A response was entered: ¿I have had sutures break but not this.¿ no additional information was provided.